Event description:
It was reported that when the unit was turned on at the start of the procedure the lightsource screen did not advance past the start-up screen, and even though a light lead was inserted there was no light output. Customer rebooted the unit and the same fault occurred.

Manufacturer narrative:
Additional information will be provided once investigation is completed.